Event description:
It was later reported that stimulation further exacerbated the paresis and has been an issue since device was implanted. No other relevant information has been received to date.

Event description:
A physician stated that a patient was experiencing vocal cord paresis after a recent vns implant surgery. The physician reportedly provided the patients with an injection to resolve the paresis. A review of the available programming history showed that the patient's device had post-op impedance values within normal limits and indicated the device was functioning as intended. A review of the manufacturing records for the implanted lead confirmed that the device passed all quality inspections and was sterilized per specifications prior to release for distribution. No further relevant information has been received to date.